Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had its minute ventilation (mv) sensor disabled. Technical services (ts) was consulted and the disabling of the mv sensor matched the date when the patient underwent an ablation procedures, so signal artifact monitor (sam) feature disabling it due to sensing of the ablation signals during the procedure is the suspected cause. Ts noted there were noisy signals for all the devices channels, with oversensing for the right atrial (ra) channel. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had its minute ventilation (mv) sensor disabled. Technical services (ts) was consulted and the disabling of the mv sensor matched the date when the patient underwent an ablation procedures, so signal artifact monitor (sam) feature disabling it due to sensing of the ablation signals during the procedure is the suspected cause. Ts noted there were noisy signals for all the devices channels, with oversensing for the right atrial (ra) channel. This device remains in service. No adverse patient effects were reported.